Event description:
I have the device called essure implanted in (B)(6) 2013. After getting the device implanted, I have had a series of problems. First I didn't know what was causing the severe headaches, nightsweats, cramping etc. But after I started having extreme pelvic pain and swollen legs, I ran to the ER, at that time no one mentioned the essure device. After which I started having chest pain like a heart attack. I went back to the ER for test on my heart, and it was ok. The severe pain in my pelvic and back continues until this day. The pain includes my lower pelvic area so extreme that I take motrin, I have headaches, cramps, numbness of my arms and legs, tingling, no energy and really bad periods.